Event description:
It was reported via repair work order that the bed had power but was inoperable due to a broken signal coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed had power but was inoperable due to a broken signal coil cord.

Event description:
It was reported via repair work order that there was no power to the bed due to malfunction signal coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.